Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete rewind. Power error detected recurred within a week of troubleshooting of previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. No pump error 25 noted during testing or in device history files. However, device received with unexpected battery power loss shown in power graph at different time periods and had high sleep and active currents. Problem isolated to electronic assemblies.